Manufacturer narrative:
MDR 3003442380-2024-02736 - device 1 of 2 .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states patient mother reported that her child faced two infusion sets tubing kinked event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.